Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out of range shock impedance. All other measurements are stable. Boston scientific technical services (ts) recommended troubleshooting to evaluate lead. The patient was checked in the office and everything was fine. The patient will continue to be followed via latitude. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.